Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event.

Event description:
Related manufacturer reference number: 1627487-2021-18002. It was reported that the patient was not receiving therapy from one of the leads due to high impedance. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively. Note: unknown which lead was explanted. Hence, both leads are being reported.